Manufacturer narrative:
Product ID: 64002, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: adapter. Product ID: 64002, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: adapter. (B)(4).

Event description:
It was reported that after replacement of the patient¿s implantable neurostimulator (ins) with a different model ins and pocket adaptor, the patient could not feel stimulation any longer and was experiencing less than 50% therapy relief. High impedances of > 40, 000 ohms were measured. During a revision surgery, approximately a week later, high impedances were confirmed when the adaptor was connected with the ins. The adaptor connected with an external neurostimulator (ens) gave normal impedances. After replacement of the adaptor, impedances were ok. The patient was receiving effective stimulation afterwards.